Manufacturer narrative:
Product investigation summary: the returned plates were examined and the complaint conditions were able to be confirmed as both were found to be broken; all fragments returned. The medial distal humeral plate (02.117.406 / lot unknown) was fractured at the elongated combi-hole with significant deformation noted on the cranial segment. Additional witness marks (scratches, nicks) were noted on the implant consistent with implantation and explantation; the lot number is illegible as a result of surface abrasions adjacent to the fracture site. The lateral distal humeral plate (02.117.809s / lot 6945465) was fractured at the third variable angle (va) hole from the caudal end of the plate; witness marks consistent with implantation/explantation were noted on the device. The following screws were returned without allegation: 2.7mm metaphyseal screws: 70mm (x2), 62mm, 40mm and 38mm; 3.5mm cortex screws: 36mm, 28mm (x3) and 26mm (x2). Upon receipt, no defects or deficiencies were identified; as such, no investigation will be completed. The lateral distal humeral plate and the medial distal humeral plate are components of the 2.7mm/3.5mm va locking compression plate (lcp) elbow system and are indicated for the following uses: intra-articular fractures, comminuted supracondylar fractures, osteotomies, and malunions/nonunions of the distal humerus for patients with fused growth plates. The relevant drawings for the returned implants were reviewed (both from the time of manufacture and present revision. As the lot number for 02.117.406 is unknown, the current drawing revision was reviewed, but a device history record (DHR) review was not possible. A DHR was performed for part 02.117.809s with no material record reports, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. (B)(4). Without a lot number a device history record review could not be performed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a revision surgery for two broken variable-angle locking compression plates (va-lcp) for the distal humerus on (B)(6) 2016. It was discovered during surgery that both plates broke into two pieces. The lateral va-lcp plate broke at the screw hole which was occupied by an unknown 2.7mm metaphyseal screw. The medical va-lcp plate broke at an unoccupied screw hole. The broken plates changed the alignment of the fracture. The alignment of the fracture was in a malposition, and the plates could not hold the fracture stable. There was no indication of malunion or non-union as the fracture did not have enough time to heal. After the revision, the fracture was back in alignment. All parts were retrieved successfully with no fragments or other broken pieces generated. The patient was then implanted with non-synthes devices. The surgery was completed successfully with no surgical delay or patient harm. The patient's outcome is unknown. The patient suffered a gunshot wound to the distal humerus on an unknown date, underwent an open reduction internal fixation (orif) procedure and was implanted with the plates and screws on (B)(6) 2016. Less than a month post-surgery, the patient heard a pop and experienced pain and discomfort. The plates were initially discovered broken via an x-ray on (B)(6) 2016. This report is 2 of 2 for (B)(4).